Event description:
It was reported the patient is deceased. It was also reported that after the implant procedure was complete, the patient was moved from the table and the patient¿s blood pressure dropped ¿too low to measure.¿ a ¿code blue¿ was called and cardiopulmonary resuscitation (CPR) was started. An echocardiogram revealed there was not a perforation. The patient ¿started to awake¿ and at this time fluoroscopy revealed the leads dislodged. It was determined the dislodgment resulted from CPR. The intention was to correct the dislodgment; however, the patient ¿crashed and could not be revived.¿ the physician stated the patient was very ill and did not think the implant was related to the death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.